Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: during investigation, the keypad cover was intact and the down arrow, and ok keypad buttons were intermittently responsive. The keypad cover was removed to find contamination under the button contacts. Unrelated to the original complaint,t he battery compartment was cracked to the left of the bumper pad at the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.